Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag became disconnected from the cassette. This occurred during an unknown process step while the home patient was connected. There was nothing unusual reported that would cause or contribute to the disconnection. The technical service representative advised to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.